Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The company was informed that the explanted device will not be returned to the company for analysis.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. No further details were provided regarding the infection. The recipient's infection has reportedly resolved. A review of the device history record noted no rework. This is the final report.